Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the membrane (where dilatator or catheter are being pushed through) was shifted/pushes inside. A new vizigo was needed and solved the issue. There was no patient consequence. Additional information indicated that as the healthcare professional pushed the catheter through the valve/membrane, the valve was pushed and damaged. It happened during prep.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).